Event description:
Patient had planned procedure during which mesh ventralight was placed. Patient left or (operating room) and was sent to pacu (post anesthesia care unit). During next case, surgeons realized they had left a portion of the mesh deployment device in surgical site area. Patient came back to the or to retrieve the retained foreign body.